Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.

Event description:
User facility reported a patient had a high fever and "staph infection" following a novasure ablation done in 2009. During follow-up eight days later, the physician reported the patient was admitted to the hospital (date unknown) and a staphylococcal infection was diagnosed via blood cultures. Treatment included antibiotics (name of medication unknown). The patient was discharged home on the same day. During follow-up the following month, it was reported the patient has been seen in the physician's office recently and "she is doing fine".